Event description:
Additional information received indicated the event was resolved by capping and replacing the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Session records were sent to abbott technical support for review and noise resulting in oversensing was confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow-up, noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.